Event description:
The customer observed false reactive alinity I toxo igg results and alinity I cmv igg results generated on the alinity I processing module for three patients. The following data was provided: (B)(6)2024 sid (B)(6) alinity I toxo igg initial result = 0.02 iu/ml (nonreactive) repeat result = 3.73 iu/ml (reactive) (B)(6)2024 sid (B)(6) alinity I toxo igg initial result = 0.03 iu/ml (nonreactive) repeat result = 5.30 iu/ml (reactive) (B)(6)2024 sid (B)(6) alinity I cmv igg initial result = 14.13 au/ml (reactive) repeat result = 4.10 au/ml (nonreactive) the sample was repeated multiple times with the following results: repeated 5x before centrifugation = 4.30, 4.02, 4.02, 3.92, 4.15 au/ml repeated 5x after centrifugation = 58.00, 4.12, 4.06, 3.88, 3.92 au/ml repeated 10x = 4.40, 4.06, 4.08, 4.00, 4.07, 3.88, 4.08, 3.95, 4.44, 3.87 au/ml per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive per the alinity I cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
The follow up is being submitted to include an additional medical device problem code a0908 in section h6 that was not included in the initial report.

Manufacturer narrative:
Section a-patient identifier: sids = (B)(6) . The field service representative (fsr) inspected the instrument and resolved the issue by replacing the assy, itv (rohs). No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the assy, itv (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the assy, itv (rohs) were identified.

Event description:
The customer observed false reactive alinity I toxo igg results and alinity I cmv igg results generated on the alinity I processing module for three patients. The following data was provided: on (B)(6) 2024, sid (B)(6). Alinity I toxo igg initial result = 0.02 iu/ml (nonreactive) repeat result = 3.73 iu/ml (reactive) on (B)(6),2024 sid (B)(6). Alinity I toxo igg initial result = 0.03 iu/ml (nonreactive) repeat result = 5.30 iu/ml (reactive) on (B)(6), 2024 sid (B)(6). Alinity I cmv igg initial result = 14.13 au/ml (reactive) repeat result = 4.10 au/ml (nonreactive) the sample was repeated multiple times with the following results: repeated 5x before centrifugation = 4.30, 4.02, 4.02, 3.92, 4.15 au/ml. Repeated 5x after centrifugation = 58.00, 4.12, 4.06, 3.88, 3.92 au/ml. Repeated 10x = 4.40, 4.06, 4.08, 4.00, 4.07, 3.88, 4.08, 3.95, 4.44, 3.87 au/ml. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive. Per the alinity I cmv igg package insert, interpretation of results section: specimens with concentration values = 6.0 au/ml are considered reactive and < 6.0 au/ml are considered nonreactive. There was no impact to patient management reported.